Event description:
It was reported that there was a failure of spinal cord stimulation unit with displacement of lead. There was no patient death or injury. The patient recovered without sequela. Later it was reported that the patient never had good coverage with the lead and all of the equipment was functioning as expected.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial no. (B)(4)), found the ins was functionally okay with insignificant anomalies. Analysis of the lead (lot no. N221597002) found no significant anomaly. The lead body was cut through/segmented.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.